Event description:
A (B)(6) female with obstetric trauma was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2009, the entire device was removed and replaced due to fluid loss.

Manufacturer narrative:
Add'l catalog #: 72402105, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis, a request for the device has been made by ams. No conclusion can be drawn at this time.